Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker evaluated the customer's device but was unable to duplicate the reported power issue. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A review of the electronic records from the device confirmed the power issue.